Manufacturer narrative:
Concomitant medical products: w4tr02, crt-p, implanted: (B)(6) 2018; t510c27, valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not in a good position. It was noted that the lv lead was programmed off. No patient complications have been reported as a result of this event.